Event description:
It was reported that this right ventricular (rv) lead exhibited a bipolar impedance output of more than 3000 ohms due to lead fracture. Subsequently, this rv lead was left in unipolar configuration. As of this time, this rv lead remains in service. No adverse patient effects were reported.